Event description:
Reportedly, during the post-implantation check performed on (B)(6) 2012, a ventricular threshold test was performed, but the ventricular threshold was not saved. An analysis is requested.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.